Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius/ xenios product or other issue warranting further investigation. Additionally, hemolysis is a known occurrence during ECMO support that poses varying levels of risk to the patient. In the absence of a reported serious injury or adverse event, it can be determined this event of hemolysis did not pose an immediate threat to the patient.

Event description:
A hospital perfusionist reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO), utilizing the novalung console with the xlung kit oxygenator experienced hemolysis while on ECMO support. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the field ECMO clinical specialist, it was reported this patient was initially on veno-arterial (va) ECMO support with bilateral femoral 31f vascular cannulas utilizing a rotaflow ECMO device (not a fresenius/ xenios product). A decision was made on (B)(6) 2022 to transition the patient to veno-venous ECMO support utilizing the novalung console with the xlung kit oxygenator. The patient¿s target blood flow settings were 4.5 l/min, achieved at 9000 revolutions per minute which provided the baseline settings for this patient¿s ECMO support run. Novalung console pressures were nominal as the delta pressures fluctuated between 50 to 60 mmhg, evidencing appropriate operation of the xlung kit oxygenator. The decision was made to transition the patient to a cardiohelp ECMO device (not a fresenius product) on (B)(6) 2022 after hemolysis was noted. The patient remains on ECMO support and is reportedly improving per the clinical staff. No further details have been provided.

Event description:
A hospital perfusionist reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO), utilizing the novalung console with the xlung kit oxygenator experienced hemolysis while on ECMO support. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the field ECMO clinical specialist, it was reported this patient was initially on veno-arterial (va) ECMO support with bilateral femoral 31f vascular cannulas utilizing a rotaflow ECMO device (not a fresenius/ xenios product). A decision was made on 6/may/2022 to transition the patient to veno-venous ECMO support utilizing the novalung console with the xlung kit oxygenator. The patient¿s target blood flow settings were 4.5 l/min, achieved at 9000 revolutions per minute which provided the baseline settings for this patient¿s ECMO support run. Novalung console pressures were nominal as the delta pressures fluctuated between 50 to 60 mmhg, evidencing appropriate operation of the xlung kit oxygenator. The decision was made to transition the patient to a cardiohelp ECMO device (not a fresenius product) on 10/may/2022 after hemolysis was noted. The patient remains on ECMO support and is reportedly improving per the clinical staff. No further details have been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. An investigation of the device history records (DHR) was not possible as the batch number for the xlung kit was not provided. A s a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.